Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the investigation details, the reported condition of the device overheating during usage could not be duplicated. Service performed maintenance on the device including a clean, lube, and adjustment. The motor controller, bearings, and other components were replaced. The handpiece was returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. A backup device was available. There were no adverse consequences reported as a result of this event.